Event description:
During a surgical procedure, the surgeon reported arthrocare wand became warm to touch even through 2 pair of gloves. The arthrocare wand was a single-use device that had been reprocessed.